Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 8 states, ¿dislocation and subluxation due to inadequate fixation and improper positioning.¿ number 14 states, "postoperative bone fracture and pain." This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2015-04781 / 04782). The previous revision procedure on (B)(6) 2011 was reported on medwatch number 1825034-2011-00735.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on (B)(6) 2011. Subsequently, the patient was revised on (B)(6) 2011 due to error in stem choice. The patient was further revised on (B)(6) 2015 due to pain and instability following dislocations. The head and liner were removed and replaced.